Manufacturer narrative:
The product family for this women's healthcare product is unknown; therefore, we are unable to determine the associated labeling and dfmea to review. If additional information is received a follow-up report will be submitted. "Lawyer-filed report - (B)(4)."

Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced excruciating pain, laceration of internal body tissue and organs, erosion of internal bodily tissue, dyspareunia, dysuria, painful and permanent scarring, inability to walk without extreme pain, permanent bodily disfigurement, permanent bodily impairment and injuries, damage, related sequelae and other injuries requiring additional surgeries and corrective treatment.